Event description:
It was reported the patient's scs lead exhibited invalid impedance. Therefore the physician decided to explant the old lead and implanted a new one. During the procedure the physician observed a break on the distal end behind the anchor. Postoperative, the condition of the patient was good and stable.